Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose level was 142 (mg/dl). It was indicated that the customer had manual injections as alternate insulin therapy until the replacement pump was received.